Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time it is unclear if the reported event is due to patient's resistance to medication, procedural complications or a silk road medical device failure, hence will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after completion of a right transcarotid artery revascularization (tcar) procedure, the patient was slow to wake up and experienced left side weakness with facial droop. It was also noted that the patient's pulse oximeter dropped on right side and the patient also experienced bradycardia for a short duration during the procedure. The patient's symptoms have resolved and is back to baseline. Additional information indicated that there was suspicion of patient having an isolated hemisphere, but was not confirmed and the etiology of the stroke is unknown at this time at this time it is unclear if the reported event is due to patient's resistance to medication, procedural complications or a silk road medical device failure, hence will be reported out of an abundance of caution.